Event description:
It was reported that this patient enrolled in the it matters study with this inflatable penile prosthesis (ipp) was not working as intended and difficult to inflate due to the pump becoming temporarily stuck when compressed. The pump was stuck with the bulb remaining concave after multiple attempts to inflate. The physician was able to unlock the pump a few times, but the patient was not able to do the same. The patient was also not comfortable with the placement of the reservoir and was experiencing mid-scrotal pain. Surgical intervention took place to replace the entire ipp device. There were no additional patient complications reported.

Manufacturer narrative:
Additional information provided updates to: update b5 describe event or problem.

Event description:
It was reported that this patient enrolled in the it matters study with this inflatable penile prosthesis (ipp) was not working as intended and difficult to inflate due to the pump becoming temporarily stuck when compressed. The pump valve was stuck with the bulb remaining concave after multiple attempts to inflate. The physician was able to unlock the pump a few times, but the patient was not able to do the same. The patient was also not comfortable with the placement of the reservoir and was experiencing mid-scrotal pain. Surgical intervention took place to replace the entire ipp device. There were no additional patient complications reported.

Event description:
It was reported that this patient enrolled in it matters with an inflatable penile prosthesis (ipp) experienced difficulty with the device not working as intended and was difficult to inflate due to the pump becoming temporarily stuck when compressed. The patient was not comfortable with the placement of the reservoir and started experiencing mid-scrotal pain a couple weeks later. There has been no surgical intervention and no patient complications reported.